Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that there was a risk of air contamination due to an unknown problem on the catheter. A polarxfit balloon catheter was used during a cryoablation procedure. During the procedure, a risk of air contamination was observed due to an unknown problem on the catheter. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The device was discarded and will not be returned for analysis.